Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977c265, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A manufacturer representative reported that impedance measurements were taken and all pairs between electrodes 9 through 15 showed as greater than 10,000 ohms. This issue occurred during initial connection into the implantable neurostimulator (ins). They went forward with the implant as the physician did not see any issues with the connection. After implant they checked the impedances again with a different reference electrode and contacts 9 through 15 still showed greater than 10,000 ohms. They turned the stimulation amplitude up to 10.5 and the patient did not have stimulation. The cause of the issues was not determined and no interventions were planned at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.